Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
The person with diabetes (pwd) reported an issue high blood glucose due to a bent cannula. The pwd current glucose monitor reading was 401. The pwd stated it was due to a bent cannula and just got home to change it out. The pwd is using novolog insulin. The pwd stated they got the second cleo to adhere and was able to resume basal delivery and gave a bolus to start bringing blood glucose down. The outcome of the event is resolved.